Event description:
Medtronic received a report that the patient had intracranial arteriovenous malformation (avm). After marathon was placed in place, onyx glue was injected. It was found that the injection pressure was high and the glue at the distal end did not flow out. The proximal end of the microcatheter was kinked. The surgeon replaced it with apollo and placed on the distal embolic vessel. The tip end was detached early. There was premature detachment. The tip was broken in the intracranial blood vessels. The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. The surgeon said that there were quality problems with the previous two microcatheters and no fees were charged. After that, the microcatheter was replaced and the operation was successfully completed. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. The patient was undergoing intracranial arteriovenous malformation (avm) surgery. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 10mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #814710716:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the apollo micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened apollo inner pouch and within a dispenser coil. ¿ visual inspection/damage location details: no damages or irregularities were found with the apollo hub. No damages or irregularities were found with the micro catheter body. The detachable tip was already detached and not returned for analysis. ¿ testing/analysis: the ldpe coupling tube overlap length was measured to be ~ 1.2mm which is within specification (specifications: 1.0mm - 2.5mm). The micro catheter was flushed; however, the micro catheter was found occluded. The micro catheter wall bubbled up and ruptured at ~151.7cm from the proximal end (figures k <(><<)>(><(>&<)><(><<)>)> l). Liquid and dried blood was found to exit the rupture. An occlusion was found at ~3.0cm from the distal end. The micro catheter was cut, and coagulated blood was found at this location. No onyx was found throughout the micro catheter. ¿ conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿, however, the cause could not be determined. Possible causes are incompatible devices, resistance, or patient vessel tortuosity. Customer reported device were prepared per IFU. Customer reported that the tip detached occurred during navigation and reported there was resistance during advancement, which likely contributed towards the premature detachment. As the detachable tip was not returned for analysis, any contribution of the detachable tip towards the failure could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional infomration received reported there was no issues with the consistency. The dead space of the delivery catheter was filled with dsmo. There was friction during flushing or delory. There was no onyx reflux. The physician did not pause during the injection. The injection waiting time was 30 seconds between injections. The catheter tip detachment occured in vivo. There was resistance when the apollo was being advanced. There was no resistance when the apollo was being retreived. There is no future plans to retrieve the cahteter tip. There was no vessel calcification.